Event description:
It was reported that the patient had no stimulation sensation and he experienced a urinary accident the night prior to the report. When the patient and reporter tried making setting adjustments they were unable to establish proper communication between the patient programmer and implant. The reporter was unable to adjust stimulation and after receiving assistance confirmed the device was on and on program 1. The reporter increased the settings to 4.5 and then 4.9, so the patient could feel the stimulation but it was not painful or uncomfortable. The reporter intended to confirm symptom relief at this new setting. Ten days later, it was reported that the patient usually used the implantable neurostimulator (ins) on button to start communication with the patient programmer, but the button was not connecting the night prior to the report. The patient had to use the ins off button to start communication and saw the poor communication screen. The patient stated that he was having issues turning the ins to 3.5 volts; he ¿mashed¿ the plus sign and it would jump from 3.4 to 3.6 volts. The patient was assisted and able to adjust stimulation from 3.4 to 3.5 volts, up to 3.7 volts, down to 3.3 volts, and back to 3.5 volts. The patient was able to turn the ins off and back on. The patient also had a loss of therapeutic effect. The patient stated that he periodically did not feel stimulation and at times when he was not feeling stimulation, he might also have symptom return. The patient stated that when he first hooked up and turned it on he felt an ¿electric charge¿ and then ins would quit. The patient stated that sometimes it would go two days without him feeling stimulation. The patient noted that he changed from program 1 to 2 on (B)(6) 2014. At the time of the report on program 1 ¿it got to where it quit and the patient could not feel it going anymore.¿ the patient had trouble with his bladder leaking and that was why he changed programs. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-33, lot# v956852, implanted: 2012 (B)(6); product type lead. (B)(4).